Event description:
Report received indicated the patient developed redness beneath the tape border. The patient experienced this condition during a period of two months prior to complaint receipt. Condition slightly improved through use of medicated powder. Patient outcome was not noted.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends. After further investigation, the initial lot information obtained was determined as invalid under the current system.